Manufacturer narrative:
(B)(4) - urinary tract infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient had problems passing urine after the procedure and was sent home and was ill at home. The daughter took the patient back to the hospital and it was found that the padding in the vagina had been left in place, and was not removed after the procedure. The patient was also treated for urinary tract infection with antibiotics. The patient was still experiencing leaking of urine occasionally, plus sensation that she has not voided completely.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a sling procedure in (B)(6) 2010. The patient had problems passing urine after the procedure and was sent home and was ill at home. On (B)(6) 2010, the patient did not feel well and was told to drink more water. The daughter took the patient back to the hospital on (B)(6) 2010 because the patient had nausea, pain and a high temperature. It was found that the padding in the vagina had been left in place, and was not removed after the procedure. The patient developed a urinary tract infection a few week after the procedure and was treated with antibiotics. The patient was still experiencing leaking of urine occasionally, plus sensation that she has not voided completely. The patient's leaking of urine was worse than before the surgery. (B)(4).